Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device was repositioned, placed back into the pocket, and programmed on. The physician applied a bovie to a bleeder, the noise from the bovie was picked up, and two shocks were delivered to both the patient and the physician. The device remains in use. No further patient complications were reported as a result of this event.